Manufacturer narrative:
The complaint received states that during an interventional procedure during prep of an angioguard, the tip of the deployment sheath was deformed. When the device was to be purged of air, it was noted that the deployment sheath was creased folded. The product was not used in the patient. Another similar product was used and the procedure was successfully completed. There was no report of injury for the patient. Addendum: please not that upon review of the product analysis, it was noted that the markerbands were displaced and the filter membrane was damaged. Preliminary analysis: one non sterile angioguard xp was received coiled inside of a plastic bag. The torque device was received attached to the proximal end of the guidewire. The filter basket was received loaded within the deployment sheath. Kinks/ bends were noted at 13.8cm and 23.2cm from proximal end. The filter basket membrane was observed under microscope and was damaged. A joint of the filter basket presented fracture and the unit was sent to lr medical in order to perform complete analysis. Per lake region report (B)(4): as received, the specimen consists of one clinically exposed 6mm xp med sup 300-014 ecgw; returned still loaded (but not seated) within the deployment sheath, coiled, loose, accompanied by the torque device, double-bagged within zip-lock" style poly pouches; the large diameter portion of the deployment sheath does present distortion; such as incurred by axial compressive loads. The distal blended hdpe/ldpe tip region of the deployment sheath has a wall thickness of approximately .003". As such, this material is easily deformed by any outside load (such as pinch or bending loads), additionally this material has little column strength; the strength of this design is in retaining the internal side (loads pushing outwards sideways from inside the sheath), such as holding the filter in place as the filter struts are trying to expand. Two of the four filter strut marker bands are displaced proximally along the filter struts on opposite sides of the filter, the filter membrane is displayed/delaminated to varying degrees from each filter strut distally, the proximal filter band to wire shaft joint is loose and displayed along the wire shaft with indications of shear overload. One of the filer struts presenting a loose marker band also presents a fracture 0.8mm proximal of the displaced filter membrane. The fracture region presents suggestion of a cut of the wire. The specimen also presents numberous bend/kinks of varying radii and severity. The filer assembly also presents attached biomaterial residue on the filter membrane and the filter struts. All remaining joints appear to be intact by non-destructive pull testing and visual examination at 10x magnification. The specimen sheath does present minimal distortion; such as incurred by axial compression load at the large diameter region. Testing of the docking function demonstrates this deployment sheath condition has no effect on the docking and subsequent deployment of the ecgw filter assembly when using the methods prescribed in the device instructions for use (IFU). No other damage or inconsistencies are noted to the specimen at this time. Except where noted, the specimen device and sheath appear visually and dimensionally correct. Lr medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 03405952. The records indicated that the product was final inspection tested at lr medical and determined to be acceptable. Handling and procedural factors appear to have impacted on the event as reported. The nature and extent of the damage presented by the specimen device is indicative of mishandling and abuse of the product contrary to the indications of the device instructions for use (IFU). These observations and speculations are based on the evidence presented by the sample article and limited information provided by the supporting documentation. The complaint of kink/bent during prep was investigated and further damages were found on product analysis; filter basket damaged and makerband offset/ out of position. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Review of the information suggests that handling factors and product knowledge may have contributed to the reported and confirmed events.

Event description:
During the preparation of an angioguard xp, the sterile pouch was opened and the device was going to be purged air. However, it was found that the tip deployment sheath was deformed, the tip of the deployment sheath was noticed be creased/folded. Therefore, another product was used and the procedure was completed successfully the complaint product was not clinically used. Upon review of the analysis, it was noted that the markerbands were displaced and the filter membrane was damaged.